Manufacturer narrative:
Analysis of the catheter/catheter body revealed dark residue in the dispensing holes that was not event related. Eval code - conclusion code ¿ (B)(4) is being updated to (B)(4) for this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) via the return paperwork indicated replacement occurred and the pump and catheter were returned per the physician protocol with no complaint.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 20 mg/ml morphine at a dose of 9 mg/day via an implantable pump for spinal pain. It was reported that an inflammatory mass was already diagnosed for the past couple days (approximately (B)(6) 2017). The hcp had inquiries regarding granulomas. It was considered a gradual change in therapy/symptoms.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on 2017-mar-04. The hcp wanted to decrease the dose and wanted to know how to program the pump to minimum rate mode.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.